Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the false or unexplainable no delivery alarms and calibration errors.  Transmitter battery was lasting less than seven days. No harm requiring medical intervention was reported. The troubleshooting was not performed. Customer will continue using the device.